Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 203 mg/dl. Customer stated that the alarm will not clear. Customer also stated that she tried removing the battery and alarm was not cleared. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.